Event description:
On (B)(6) 2013, the distributor contacted animas stating that the up/down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not reveal any activity outside normal use. On examination, the keypad had no visible signs of damage. On testing, all of the keypad buttons had normal response with normal spring back and click. The keypad cover was removed for investigation and did not reveal any signs of contamination of the button contacts. The pump was opened for investigation and did not reveal any damage or defect of the internal pump components. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).